Manufacturer narrative:
E1: patient's city: (B)(6). Patient's country: canada. H11: since no lot number is available. A detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through post marketing surveillance (pms) product trends and malfunction. If any trends picked up, this would flag on the trips and alerts according to the on market quality review (omqr) procedure.

Event description:
Reference number (B)(4). Event occurred in canada. It was reported that the infusion set's tubing got detached at the quick release while the patient was at home. The site location was patient's abdomen and the pump was located on the belt. The infusion had been used for five days. Reportedly, the infusions were not stored, or used, in a place where they might have been exposed to extreme temperatures and humidity. The patient was unsure if there was stress or pull on the tubing and the pump was not dropped with the set connected to patient's body. No further information was available.